Event description:
During surgery, reamer became stuck and the doctor had to perform an osteotomy to remove it, resulting in a five-hour extension of surgery time.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation is unable to determine a root cause for the report. A two-year complaint database search finds no other reports of any kind against the provided product code. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.